Event description:
The physician was having trouble advancing stent and tried to bring stent back into the 7fr terumo destination sheath. Upon removal, the physician visually inspected the stent and noticed it damaged. He used a new stent and delivered it successfully through the same sheath and successfully deployed. Physician reported he was having more than usual resistance trying to advance stent through the sheath.

Manufacturer narrative:
A f/u report shall be submitted upon completion of the device eval.